Event description:
A customer contacted beckman coulter inc. (Bci) regarding six glucose (glu) patient results generated by the synchron lx20 pro analyzer run in duplicate mode that did not match. The samples were rerun after electrode was replaced. There was no affect to patient treatment with regard to this event.

Manufacturer narrative:
No service call was requested by the customer. The root cause appears to be the electrode replaced by the customer.